Event description:
During a follow up, a peritoneal dialysis registered nurse reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing a cycler and experienced an inguinal hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized following abdominal pain on (B)(6) 2023. It was affirmed the patient was not undergoing pd therapy at the time this symptom first presented. The patient was diagnosed with a left-sided inguinal hernia due to unknown etiology and the abdominal pain was attributed to the same. The patient underwent a hernia repair procedure during this hospitalization while being able to able to maintain the pd catheter (not a fresenius product). The patient was able to undergo continuous ambulatory pd (capd) using hospital provided manual dialysis solutions, as capd was the preference for renal replacement therapy in the admitting facility. The patient¿s physician determined that the patient should undergo hemodialysis (hd) to allow the surgical site to heal, so a central vascular catheter was placed in favor of hd therapy prior to discharge. The patient had an uneventful hospital course, and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s inguinal hernia, the associated procedure and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis for three months and then return to ccpd therapy on a newly received liberty select cycler.

Manufacturer narrative:
Clinica review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of this patient¿s inguinal hernia. It is well established those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s hernia cannot be determined; however, it was confirmed by a medical professional the patient¿s hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s). This is further supported by multiple studies that have found no positive correlation between increased volumetric pressure during pd therapy and incidence of hernia. Therefore, the liberty select cycler can be excluded as a root cause of this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During a follow up, a peritoneal dialysis registered nurse reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing a cycler and experienced an inguinal hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized following abdominal pain on (B)(6) 2023. It was affirmed the patient was not undergoing pd therapy at the time this symptom first presented. The patient was diagnosed with a left-sided inguinal hernia due to unknown etiology and the abdominal pain was attributed to the same. The patient underwent a hernia repair procedure during this hospitalization while being able to able to maintain the pd catheter (not a fresenius product). The patient was able to undergo continuous ambulatory pd (capd) using hospital provided manual dialysis solutions, as capd was the preference for renal replacement therapy in the admitting facility. The patient¿s physician determined that the patient should undergo hemodialysis (hd) to allow the surgical site to heal, so a central vascular catheter was placed in favor of hd therapy prior to discharge. The patient had an uneventful hospital course, and was discharged to home on (B)(6) 2024. It was confirmed the patient¿s inguinal hernia, the associated procedure and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis for three months and then return to ccpd therapy on a newly received liberty select cycler.